Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A healthcare provider via a manufacturer representative reported that a pocket revision was done on a patient due to the battery sticking out/angling out. It was unknown what led to the event or how the issue was identified. It was unknown if diagnostics/troubleshooting was performed. The issue was resolved at the time of the report and the patient was doing very well. The patient's indication for use was noted as gastric stimulation and gastrointestinal/pelvic floor.